Manufacturer narrative:
Troubleshooting was conducted with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying correct breast shield fit. No damage to the kit or tubing was noted by the customer and the troubleshooting did not resolve the suction issue. A replacement pump was sent to the customer. Multiple attempts to follow up with the customer to get additional information went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her freestyle breast pump was not producing good suction on one side. She indicated that she has had mastitis twice in the past and she called her obgyn, who prescribed her an antibiotic one month ago.